Event description:
It was reported that during a procedure, the xience v stent delivery system was advanced and during crossing a deployed stent became fractured. The stent was not deployed and was removed without incident. There was no reported clinically significant delay in the procedure due to the device issue. There was no reported patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: the device is expected to be returned for evaluation. It has not yet been received. A review of the lot history record and similar complaint query will be conducted. A supplemental medwatch will be filed if there is any further additional relevant information obtained from that review.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported fractured stent was not confirmed. Based on visual inspection, functional testing and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.